Event description:
It was reported that the bd hypak¿ needle had foreign matter on it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: needle with foreign material... The claim came from a report of non-conforming material detected in the production lines (defect detected by production), the report only indicated the total number of non-conforming pieces.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd hypak¿ needle had foreign matter on it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from spanish: "needle with foreign material. The claim came from a report of non-conforming material detected in the production lines (defect detected by production), the report only indicated the total number of non-conforming pieces."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 07-sep-2022. H6: investigation summary: fifteen samples and four photos received by the quality team for investigation. Upon visual inspection, blue foreign matter inside the needle hub is observed, therefore the failures is confirmed. The foreign matter is identified as a blue cap, corresponding to the pins of the racks on the manufacturing line. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. The blue cap (foreign matter) is associated with damage to the rack during assembly process. For foreign matter, installation of a mechanical system and evaluation of racks.